Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported visiting the dentist per byte support's request. The dentist recommended discontinuing the byte aligners due to severe overjet of more than 4mm in the upper anterior, narrow arches in both the maxillary and mandibular, tooth #18 is tipped towards the lingual and about 0.5mm of the root is exposed. The dentist indicated these conditions need to be corrected through closely monitored orthodontic treatment.